Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited ventricular high rates noted to be artifact. The rv lead remains in use. No patient complications have been reported as a result of this event.